Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2020, all hardware was removed in a revision surgery due to pain that the patient believed was caused by the plates. The device was not returned to the manufacturer for evaluation. The device history records for the devices intended to be implanted were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Despite the hardware removal, the patient further reported no change in her pain and has sought a second opinion. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined based on the available information. No deficiencies/failures have been alleged/found with any tmc hardware. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2020, all hardware was removed in a revision surgery due to pain that the patient believed was caused by the plates. However, the pain was not alleviated upon removal. No deficiencies/failures have been alleged/found with any tmc hardware. There was no other report of any patient impact or injury as a result of this event.